Event description:
It was reported that (3) devices were used during a uterus procedure. It was reported by the affiliate that the 1st mcl20 was empty and the other two would not fire. There was no consequence to the pt.